Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate erratic reading of ¿280 and 210 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. According to the patient, due to the alleged readings of ¿280 and 210 mg/dl¿, the patient reportedly developed symptom of ¿shaking.¿ there was no report of any diabetes management based on the reported meter readings and no report of any required medical intervention. During troubleshooting, the patient confirmed the readings of ¿280 and 210 mg/dl¿ were performed within the 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The unit of measurement was set correctly at the time of testing. The test strips were within the discard date. This complaint is being reported because the patient had symptom suggestive of hypoglycemia after the alleged inaccurate issue began. The lfs products were replaced and requested back for investigation.